Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Review of the device manufacturing histories shows the products were produced to specification. The investigation could not verify or draw any conclusions about the reported pain. No evidence was found suggesting product error was a contributing factor and the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the investigation will be reopened.

Event description:
Revision due to unexplained posterior knee pain. No evidence of adverse wear.